Manufacturer narrative:
Upon analysis, the helix retraction/extention failure was not confirmed. As received, a complete lead was returned in one piece. The helix was extended and was clogged with blood/body fluids and inner coil at the connector region was overtorqued, consistent with procedural damage. The reported tissue in the helix was not found but the steroid plug was found to be shifted towards the distal end of the helix. After cleaning, the helix could be retracted and extended. The full helix extension length was measured to be within specification.

Event description:
Related manufacturer number: 2938836-2017-35230. During follow-up, the atrial and right ventricular leads were found to be dislodged. During the lead revision, the helix would not extract, both leads were explanted and successfully replaced. The patient was in stable condition.